Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was having difficulty getting the ins charged beyond 80% and when charging the patient saw different error messages. Recharging ended screen 75 would be displayed. Also system problem rm04 and software problem screen 99 would be displayed. The patient reported that they started seeing these error messages in (B)(6) of 2021. The recharging diary indicated that the patient was getting excellent coupling for all recharge sessions. Troubleshooting was not required. The issue was not resolved through programming. The rep wanted to know what component to have replaced, and would determine if they replace a component.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when charging, the recharger it just stopped at 50-60 percent and would not continue charging. The battery was taken out and reset several times and this was still happening. The event was due to normal wear and tear. The device was replaced. It was unknown if the issue was resolved at the time of report. Additional information received reported that the patient had taken battery out and put it back in multiple times and that did not fix the issue. When making adjustments they had trouble finding the device. The patient was going to get a new programmer.

Manufacturer narrative:
Report source. Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins did not accept the charge like it used to. It was taking one hour to charge starting at 7 pm the previous night to last for 24 hours. Now it still took about an hour to charge, but only lasted until 3 pm on (B)(6) 2021 and until 11 am on (B)(6) 2021. The patient had one program and had always used the intensity of 8.9 milliamperes for her therapy since the beginning. It was noted that no ins replacement occurred. The manufacturer's patient services mentioned that intensity played a role if increase, or if the ins was closer to end of life the charge may deplete faster or it may be more difficult or take longer to charge. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury.